Manufacturer narrative:
(B)(4). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the intraocular lens (iol) unfolded in the right eye, there was a full thickness break in it from the optic edge to the trailing haptic that the surgeon suspects happened when the iol was advanced in the cartridge. He had to cut the iol out and insert another one during the same procedure. The doctor used wound assisted technique. The procedure was completed successfully using a back-up lens. There was incision enlargement. No sutures required. No vitrectomy. The patient is stable. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 1/19/2018. Device returned to manufacturer? Yes. Device evaluation: the return product consisted of four pieces of the lens attached to gauze. Viscoelastic was observed on the pieces of lens returned. The insertion device was not returned; therefore, an evaluation was not possible. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.